Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported the patient's left hip was revised due to pain. Possible cause or contributor for pain was not reported to the rep. The patient was converted from a hemi hip to a total hip by revising the uhr bipolar component and femoral head. Stem was not revised. Rep provided a revision usage sheet and reported that no further information will be available.